Manufacturer narrative:
The complaint was confirmed. The infinion lead has cable fractures. Sc-1132 (sn: (B)(4)) device evaluation indicated that the impedance measurement test with known good leads showed normal values within the expected range. The spectra ipg passed all the required tests and revealed no anomalies. Sc-2218-70 (sn: (B)(4)) device evaluation indicated revealed visual/x-ray inspections and impedance test were performed and found no anomalies. Sc-3400-30 (sn: (B)(4)) device evaluation indicated revealed visual/x-ray inspections and impedance test were performed and found no anomalies. Sc-2316-70 (sn: (B)(4)) device evaluation indicated that the impedance measurement showed that 9 out of 16 cables are open. Visual and x-ray inspections confirmed that the cables were fractured at the kinked sections of the lead body where the clik anchor was positioned. Cables were fractured 1 cm from the clik anchor set screw mark. No cables are exposed. Sc-4316: device evaluation indicated both clik anchors have open eyelets without missing silicone material.

Event description:
A report was received that the patient underwent an explant procedure. No device malfunction with the explanted ipg and the physician confirmed lead fracture.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an explant procedure. No device malfunction with the explanted ipg and the physician confirmed lead fracture.